Manufacturer narrative:
Reported event an event involving an accolade stem regarding disassociation was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to disassociation. The reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by patient's counsel as a result of a legal claim that allegedly the patient underwent right tha on (B)(6) 2010, and was implanted with an lfit v40 femoral head and accolade hip stem requiring revision surgery on (B)(6) 2023, due to alleged head dissociation.